Event description:
During the procedure, the cerene probe would not respond while being set up for use, and an error code was displayed. A new probe was handed to the sterile field, and the defective one was removed. There was no harm to the patient.